Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not removed. Device evaluation: visual inspection using magnification was performed and revealed that the plunger and pushrod were observed in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tip was observed deformed. No crack was observed on cartridge. Lens was also observed stuck in cartridge. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during the process. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that one additional investigation request for this production order (po). Results of this investigation did not identify a product quality deficiency. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00, 19.5 diopter intraocular lens (iol) has a broken shooter. Several follow-ups were done to ask for clarification but no response was received.